Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for one patient. The following data was provided (customer¿s reference range 34 ng/l): (B)(6) 2023. Sample ID (B)(6), initial result 103.8 ng/l, repeat 1.2 ng/l. Different sample initial result 1.1 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Historical performance was reviewed using data gathered from customers worldwide. The median population result for lot 47113ud00 is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Trending review determined no related trend for the issue for the product. Device history record review on lot 47113ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. An in-house retained reagent kit of the complaint lot was tested, and all specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 47113ud00 was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result generated for one patient. The following data was provided (customer¿s reference range <34 ng/l): (B)(6) 2023 sample ID 344884 initial result =103.8 ng/l, repeat = 1.2 ng/l different sample initial result = 1.1 ng/l no impact to patient management was reported.